Manufacturer narrative:
(B)(4). Additional information received: lot - t40w4z. What were the indications for surgery? Rectal cancer. What healthcare professional fired the device and what is his/her experience with the device? Colorectal surgeon, more than 100 firings. Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? Yes, donuts were perfect. Was a complete washer transection confirmed? Complete. Were there any staple formation issues identified? No anastomosis formed due to absent clips around the anastomosis line. Were there any patient consequences? Yes, it was needed to perform a new anastomosis.

Manufacturer narrative:
(B)(4). Batch #:unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery?. What healthcare professional fired the device and what is his/her experience with the device?. Where in the green gap setting scale was the indicator located prior to firing?. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?. Was the device difficult to close?. Was the device difficult to fire?. Did the healthcare professional receive audible & tactile feedback when firing the device?. Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed?. Were there any staple formation issues identified?. Were there any patient consequences? If yes, please describe.

Event description:
It was reported that a staple seam with the cdh29a apparatus did not form during surgery at the stage of imposing a circular anastamosis. There were no patient consequences reported. No additional information is available at this time.